Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the top end was running with the safety engaged (power broken). It was further determined that the flex circuit and connector was worn. Therefore, the reported condition was confirmed. The assignable root cause of the component damage related to the power broken malfunction was determined to be due to user error / abuse and possibly misuse; and the worn flex circuit and connector was due to normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a sterilization process, it was discovered that the motor device was broken. During in-house engineering evaluation, it was observed that the top end was running with the safety engaged (power broken). There was no delay in the reported event. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.